Event description:
According to the reporter: the pt alleges pain, urinary incontinence, vaginal bleeding, vaginal discharge, urinary urgency, urinary frequency, recurrent utis, abnormal granulation tissue, mesh erosion and extensive scar tissue. Pt had grade 3 cystocele and grade 3 rectocele, grade 3 pelvic prolapse and sui. Additional surgery (B)(6) 2007 for excision of prosthetic device from anterior and posterior vault and cystoscopy, surgery (B)(6) 2011 attempted removal of mesh from vaginal sidewall.

Manufacturer narrative:
(B)(4).